Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code (B)(4) batch 74f1700808 that can be related to the failure mode reported in the customer complaint.

Event description:
It was reported that several sutures from this lot number broke off the needle during use.